Manufacturer narrative:
(B)(4). Date sent: 7/6/2026. B3: unknown; captured as awareness date. D4 batch #: unknown. Additional information was obtained: this was brought to my attention by one of the nurses at the lister hospital. They noticed it as they had been sending their harmonics to vanguard for re-porocessing and vanguard had rejected them based on the serial number mismatching. I¿m not sure exactly how many. This has affected several harmonics. Har1136. I haven¿t retained any of the devices. You can see the lot number doesn¿t match the device in the packaging. An analysis of the product could not be performed since a physical sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there were mismatching serial numbers on the device to the packing.